Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2013-23175. The pt has two leads (from the same lot) as part of her scs system. It was reported the pt is unable to establish communication between her ipg and the charger. It was also reported the pt has not charged her system in over a year. Because the stimulation caused her pain after a leg amputation. Surgical intervention will take place at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.